Event description:
It was reported that after a right tha had been performed on (B)(6) 2013 with an r3/smf system due to coxarthrosis, the patient experienced periprosthetic pain and metallosis. A revision surgery was performed on (B)(6) 2018 to address this adverse event. Current health status is unknown.

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report. - attachment: [264964 summary.pdf]

Event description:
Right hip revision surgery was reported due to metallosis and pain.